Event description:
The hospital perfusionist reported an issue encountered while using the mps-2 console. The report stated the console was displaying an "arrest agent pump occluded" alarm and the console was also not delivering the proper amount of potassium. The report stated a call with the manufacturer recommended to him to replace his arrest pouch but at the time of the call the procedure had already completed. The perfusionist stated he removed the arrest pouch to see if there were any signs of occlusions and said he had to "squeeze very hard to get any fluid to flow out." The perfusionist requested to have the console (serial number not provided) checked out onsite by a field service engineer. There was no information on whether or not the alleged issue caused any patient complications.

Manufacturer narrative:
Evaluation of the console included a flow test and complete wet lab. The console was found to be operating normally, within all designed parameters and specifications. The pump was primed 10 times without incident. The arrest and additive pouches were filled with saline and they emptied properly during the course of the wet lab. No defect was found and the complaint condition could not be repeated